Event description:
It was reported to boston scientific corporation in 2009, that a rapid exchange biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) with stent placement procedure performed on the same day. According to the complainant, during deployment, the inner catheter became stuck and broke off in the stent. The stent and inner catheter were removed as a unit utilizing a snare. The procedure was completed with another rapid exchange biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review, further relevant information is identified, a supplemental medwatch will be filed.